Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, blade broken, part did not fall into the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.